Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty power board. The service technician replaced the power board and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications. Vyaire (B)(4) received the suspect power board and is currently investigating the component. When results of investigation become available a follow up reported will be submitted.

Event description:
It was reported to vyaire that model lap top ventilator 1150 turns off on its own while connected to ac power. The customer confirmed there was no patient involvement associated with the reported malfunction.